Event description:
Product manufacturer reference number: 1627487-2019-08717. It was reported that the patient was experiencing discomfort at the anchor site. The anchor was repositioned on (B)(6) 2019. It was not certain which anchor was affected, so both are being reported.